Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia due to bent cannula on the infusion set. The customer stated that she experienced high blood glucose levels of 30 mmol/l. The customer stated that when she removed the cannula and noticed that it was bent. The customer treated high blood glucose levels with insulin pump. The customer was advised to change out the infusion set. The product will return for the analysis.